Manufacturer narrative:
On 17-nov-2015, a field service engineer (fse) was dispatched onsite where he replaced new sampling needle, cleaned and lubricated all lead screws, and performed general cleaning. Several patient samples and quality controls were ran to verify that the replacement needle was functioning properly, and all qc and patient samples were within range. The g8 was functioning as intended. No further action is required by field service. The most probable cause of the reported event was a clogged sampling needle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer called after hours to report syringe errors on their g8 analyzer. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.